Event description:
The company representative reported via phone call that the customer was hospitalized due to high blood glucose levels on (B)(6) 2015. The customer's blood glucose was over 400 mg/dl. The customer also reported that the insulin pump had an unresponsive keypad on (B)(6) 2015. The customer did not provide any further details regarding the emergency room visit or the keypad issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.